Event description:
Customer states that the accept button isn't working properly and cannot access the service mode. They contacted philips technical support requesting part number for replacement switch printed circuit board assembly. Investigation is ongoing.

Manufacturer narrative:
The customer replaced the rp-pcba, switch, v60 to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer reported there was no patient involvement at the time the issue was discovered.